Manufacturer narrative:
A returned product evaluation is in progress. Manufacturing records were reviewed, and no related non-conformances were found. Therefore, supporting the device met material, assembly and performance specifications prior to shipment. Investigation is on-going, and a follow-up report will be submitted.

Event description:
During use, the tip of the product came apart from the catheter. Additional information received 05/apr19: the twin pass was prepared correctly and put on wire down lad vessel. It was a heavily calcified lad, tight angle to diagonal, vessel not predilated with a balloon. The plan was to use the twin pass to wire the diagonal. The twin pass was removed and a 2mm balloon placed on lad wire, and then the operator noticed that there were 4 markers in the lad (i.e., balloon and twin pass). This suggested the tip of twin pass remained on the wire but disconnected from the catheter. Antegrade dissection re- entry was performed to stent twin pass tip to side of vessel, so this was an extra stage on the procedure due to the tip of the twin pass coming off the device. The twin pass tip remains in the lad with no reported patient complications.

Manufacturer narrative:
Manufacturing records were reviewed, and no related non-conformance's were found. Therefore, supporting the device met material, assembly and performance specifications prior to shipment. The device was returned and a product evaluation was completed. The catheter measured 135.5cm from the proximal end of the hub to the separation point. About 2-2.5cm of the twin-pass tip was missing. The shaft ID was unable to be measured due to the extensive damage. The rx lumen is seperated from the proximal rx port to the distal tip. This damage would have occurred outside the body as the guidewire was still in place and the twin-pass was being pulled away causing the wire to rip through the lumen. The most likely cause for the tip separation is the catheter was advanced into a heavily calcified lesion in a tortuous vessel causing the tip to become stuck. The outer pebax layer shows signs of being stretched which is consistent with withdrawing the catheter against resistance while the tip is stuck.